Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasoft lancing device was not retracting. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began (B)(6) 2011 at 10:00am, when the ejection button of the device broke and the needle would not retract. The patient reported that she manages her diabetes with diet and exercise. The patient reported that because of the product issue, more food and drink was taken. The patient advised that on (B)(6) 2011 at 10:05am, she became "shaky and needed help to walk". The patient claimed that no treatment was received due to the product issue. No troubleshooting was performed as the issue was e-mailed from the patient. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/18/2012 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup on the lancing device reportedly was damaged. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.